Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid dialysate. The patient was hospitalized for the event on an unreported date. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics for peritonitis and was discharged at the time of this report. The patient had not yet recovered from the peritonitis and pd therapy was ongoing. No additional information is available.